Event description:
Caller reported blood glucose results of 60 mg/dl, 370 mg/dl, 94 mg/dl, 189 mg/dl, and 200 mg/dl within 13 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.